Event description:
The customer reported the systems' footpedal failed to function properly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot pedal was replaced. The system was then found to be operating as intended. This event may have resulted in an accidental radiation occurrence.